Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the sieve beds were saturated. Additional malfunctions include the pvc tube was saturated, the hose clamps were leaking, the manifold valve was contaminated, and the tie wraps were leaking.